Event description:
Terumo medical corporation received the following information: it was reported that the tr band deflated after 45 minutes. The patient developed a hematoma. The type of procedure performed prior to the use of the tr band was cardiac catheterization. There was no blood loss. The device was not manipulated before use in any way; pre-use or during storage. The product was adequately stored per storage requirements. There were not any issues encountered during device use. The balloons were able to be inflated by the healthcare professional (hcp).

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab rn - educator. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.